Event description:
In 2004, the patient called lfs alleging that their one touch ultra meter would prompt the apply sample message. The patient reported that the issue began approximately 3 months ago. They had been unable to obtain results and described feeling nauseated and had no energy. They attempted to retest; however, the issue persisted. They then tested on another unknown meter; however, they could not recall the result. They reported exercising following the attempted use of their meter. They were eventually taken to the hospital and treated with insulin. They reported borrowing their family member's meter thereafter. The customer service representative walked patient through a control solution test and the result fell within specifications. The second control solution test could not be completed, as the meter would only prompt the apply sample message. The patient did not allege harm. Issue was not resolved through troubleshooting. Patient's meter, test strips, and control solution were replaced.